Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check and upon interrogation the device was found to be in back up vvi mode. The device was restored to normal settings and an upgrade for cybersecurity was performed. A full interrogation was done, and the device was functioning normal. Patient was stable.

Event description:
New information received notes backup vvi was caused by remote monitor interaction.